Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. Inspection of the equipment noted a water blockage in the line between the inspiratory flow sensor and the ventilator interface board. The line was cleaned and resolved the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the unit was providing flow sensor alarms, affecting mechanical ventilation. The hospital replaced the flow sensors, however, the alarm condition remained.